Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq is working as designed and intended. The user deleted the dosimetry on two fields and subsequently delivered two extra treatments. This was user error.

Event description:
The customer reported that fields were unlinked from the prescription and the patient was treated to more fractions than prescribed. Based on the available information there has been an actual mistreatment.